Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 977c165, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. Product ID 977c165, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain via a manufacturer¿s representative (rep). The rep reported that the patient had a change in therapy, no longer working as it once did. The rep reported that they attempted reprogramming. The rep reported that the patient wanted to schedule a revision and they would follow up. No further complications anticipated. Additional information was received from the manufacturer representative stating that the patient wasn't getting the relief needed in the area needed and had a revision of her surgical paddle implant on (B)(6) 2017. Previous paddle was removed and replaced with new.

Event description:
Additional information was received from the patient. It was reported that the implantable neurostimulator (ins) part in their spine did not feel like it was put in right and reported feeling that the stimulation was uncomfortable and it hurt to turn the ins on. The patient reported they started to use it all the time and it was very uncomfortable. The patient reported the doctor redid it and the whole system was replaced. The patient reported they had the surgery one month ago and is in pain and can hardly move. The patient reported the pain was part of healing from the surgery. The patient stated they still had 75% pain in their legs but it is better than before. The patient was redirected to their healthcare professional (hcp). No further complications were reported/expected.